Event description:
It was reported that the patient had his pump explanted on (B)(6) 2012. It was indicated that the pumps battery "went dead" in less than two years. No patient symptoms were reported. The outcome of the patient was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).